Event description:
The customer requested a replacement device due to the number of repairs the device has required since they first purchased it 3 years ago. When the returned device was evaluated by physio-control, a failure to operate on ac power was found.

Manufacturer narrative:
Physio-control evaluated the device, and observed that it would not operate on ac power. The service rep replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined that root cause for the reported incident was an electrical short through fet transistor, designator q6, and diode, designator d1. Fuse f1 was also found open.